Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A sentrant sheath was used during a tavi procedure to implant an evproplus  transcatheter aortic valve.  It was reported that during the index procedure the tavi was performed via the right approach using an 18fr sentrant sheath. It was stated that the vessel diameter was narrow at points, but the overall access vessel condition was good. During the final angiogram, it was suspected that vessel dissection had occurred. The external iliac artery was attempted to be repaired, but there was no improvement. There was an entry point at the common iliac artery, so the stent was placed. It was further reported that since the condition of the access vessel was fine and there were no calcification, it is possible that the intimal was more fragile than expected and teared when inserting the 18 fr sheath. No additional sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was clarified during the procedure during the repair of the eia, the eia was incised, the intimal delamination was performed and sutured surgically, but there was no improvement. Film evaluation summary: the reported vessel dissection could not be confirmed on the films returned, therefore , the cause of the event could not be determined. Procedural angiograms showing he sentrant sheath being introduced into the vessel was not available for a thorough assessment of the reported event. It is possible that inserting an 18fr in an access vessel which diameter was as narrow as ~4.5mm may have been a contributory factor in the reported event, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.